Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when attempting to fill multiple cartridges with insulin. Customer used another cartridge and completed the loading process. There was no reported impact to the customer's blood glucose level.